Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a jinro pigtail was unpacked for a procedure on (B)(6) 2019. According to the complainant, it was noted that a white hair was found inside the blue package.